Event description:
It was reported that, during a rotator cuff repair surgery, the tendon anchors were unable to be loaded from the container onto the staplers. When a stapler was introduced to one of the holes of the container and the stapler trigger was squeezed, the inner pins of the stapler went around the tendon anchor like normal, but was unable to grasp it. The inner pins slid off the tendon anchor without removing the anchor from its position within the container. This was attempted on each staple in the container with both staplers, but only 3 of them were able to be loaded. To solve the issue, additional tendon anchors and tendon staplers were opened. All staplers that were opened were used. Eventually, between the two sets, 6 staples were retrieved and used. The surgery was delayed for 8-10 min. The patient was stated to be harmed because of the blood loss due to the extended surgical time; the swelling increased due to additional saline having to be pumped into the shoulder, which can cause additional pain. Additional stretching of muscle surrounding subacromial space was required to see properly due to swelling and additional tissue resection was required to see properly due to swelling. The patient outcome is unknown.

Manufacturer narrative:
The product was not returned for evaluation and therefore a physical investigation could not be completed. A complete review of manufacturing documentation was conducted and the device was found to be within specification. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation, similar complaints have been reported with these devices from other users.